Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid device, battery handpiece/modular device, saw blade device, 12/2/2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 3 of the same event: it was reported from france that during a thoracic surgical procedure, it was discovered that during a bone sawing, the battery handpiece/modular device had lack of power, and then the safety system activated when the device was placed under the sternum. It was further reported that when the saw device finally turned on again after several attempts of reassembly, the reciprocating saw attachment device (with the saw) became detached from the handpiece. It was reported that the first reusable saw blade did not cut, and the handpiece, attachment, and reusable saw were replaced. It was further reported that the sternotomy was incorrect ¿crooked sternotomy¿ causing the section of the sternocostal cartilages instead of the sternum. According to the reporter, the cartilage was cut following the detachment of the attachment (with the saw) of the handpiece which fell inside the patient. The reporter indicated that the consequence of the issue could have been a vital risk because of the zone with the risk of a hemorrhage. It was reported that the event resulted in a delay in surgery and an extended time of apnea imposed on the patient. However, the duration of the delay was not specified. It was further reported that knifes were used to replace the sternum as a medical intervention. There was patient involvement reported. There was patient injury and medical intervention reported as a result of this event. It was not reported whether there was prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.